Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a medtronic representative that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 to 34 mg/dl at the time of the incident. The customer had changed their infusion set before the low event. The customer was given a glucagon shot to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was advised that the low may have been due to over calibration to correct a low sensor glucose value. Troubleshooting was not completed as the pump had no battery in it. The customer was having sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with the reservoir tube lip partially broken off. However, the reservoir does stay locked in for testing. Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to a faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify over delivery anomaly due to prime anomaly. Unit received with cracked case at display window corners, broken battery tube threads, cracked belt clip slot and minor scratches on lcd window.